Manufacturer narrative:
The angiosculpt device was returned for eval. Visual examination confirmed the distal tip separated from the device. The distal extrusion tubing and the transition tubing appeared stretched and there was slight bunching at the proximal balloon taper. It also appears the balloon had not been inflated. Since this event occurred outside the pt, there is no risk of pt injury. During functional testing, a 0.014" guide wire was inserted through the distal end with moderate resistance. The same guide wire was then inserted through the luer with moderate resistance felt at the distal end. Foreign material expelled from the distal end of the device when the guide wire advanced through the lumen. The foreign material appears to be a collection of fibers. Evidence of stretching suggests that the device experienced excessive exertion of force applied by the user, during the attempt of loading the angiosculpt device onto the guide wire.

Event description:
Lesions crossed with a 0.014" whisper 300 cm length guide wire and a 3.5 x 40 mm angiosculpt device was attempted to be inserted but, just above the introducer sheath, the device got stuck on the guide wire and the distal tip separated when attempting to remove. A 4.0 x 20 mm angiosculpt device was then successfully advanced to treat the superficial femoral artery (sfa) lesion.